Event description:
Legal claimed received. Patient was revised for a failed acetabular component. After review of the revision operative note the cup was revised due to corrosion on the edge of the acetabulum. Update rec¿d (B)(6) 2014 - after further review of the complaint. The patient was revised on (B)(6) 2014. There is no new information that would change the existing MDR decision. The complaint was updated on: (B)(6) 2014. Update rec'd (B)(6) 2015 - litigation papers received. Litigation alleges pain and elevated metal ion levels. The doi was updated. The head, stem, and adapter sleeve are being added because of elevate metal ion levels. The complaint was updated on: (B)(6) 2015.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be the asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. Ref(B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened. UDI: unavailable. This complaint is the subject of litigation or a legal claim and currently complete product detail is not available at this time. A follow-up medwatch will be filed as appropriate.